Manufacturer narrative:
Submit date: 5/23/2018, a device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Upon inspection of the syringe, it is apparent that there appears to be a crack in the barrel that starts at approximately the 0 ml graduation mark and extends nearly the entire length of the barrel. Although the reported condition does appear to be confirmed, the provided syringe is not a product produced by medtronic. The syringe provided is a luer-lock 5 ml syringe, but the packaging, which is from a medtronic product, indicates the product to be a luer-lock 6 ml syringe. Because the syringe is not a product produced by medtronic, no failure mode can be provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 5/3/17 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the patient was getting a lidocaine injection and as the injection was being done the syringe cracked.